Event description:
According to the surgeon, significant sparking was noticed when using the bovie pencil during a gamma nail orthopedic procedure. The sparking occurred when increasing the device up to 70. The clinical staff was not particularly experienced with the device, so possibly the settings were off. Doctor is concerned about using the new bovie pencil for hip and knee orthopedic cases because of the difficulty to use the pencil and the added concern of sparking. Grounding pad also in use. In addition, the circulating rn from the room indicated the same issue with the bovie that the green reusable grounding pad wasn't working so the clinical team changed to the one-time-use pad, and increased the setting from 30 to 70, and the bovie was functional. A second case reported same day on a different patient: representative from ethicon viewed the arcing in seconds during a surgical case, and sent the video of sparking to the ethicon engineering team. Ethicon team is meeting to discuss the findings and will then schedule a meeting with their leadership team to review with us [(B)(6) medical center].